Event description:
It was reported that the pump quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to perform specific actions to address the issue, confirmed the pump¿s warranty status, and arranged for a replacement pump with updated software to be sent. The customer understood the need to return the faulty pump using the provided materials to avoid additional charges and acknowledged the instructions for setting up the new pump.